Manufacturer narrative:
D3: manufacturer address 1: chapman house, farnham bus park. D3: manufacturer zip/postal code: gu9 8ql. G1: MFR site address 1: chapman house, farnham bus park. G1: MFR site zip/post code: gu9 8ql.

Event description:
Rowan clinical trial. It was reported that nausea occurred requiring prescription medication. On (B)(6) 2024, the subject received a third administration of study treatment, therasphere. Pre-treatment (macro aggregated albumin) maa imaging documented a significantly higher perfusion of maa on tumors. Lung shunt calculation was 7.7%. Therasphere administered to the liver was multiple selective, similar (<=1cm) through femoral artery, and 3 dose vials were administered. On (B)(6) 2024, same day post third therasphere administration, the subject was noted with nausea. Subject received treatment with zofran (4mg/as needed) as corrective treatment for the event.